Event description:
On (B)(6) 2010, a patient with short proximal neck, underwent aaa repair. The procedure consisted of placement of a zenith main body graft, a zenith iliac leg graft and another manufacturer's stent graft because, the left access route was too thin. Proximal type I endoleak due to the short neck was observed, but solved by additional placement of another manufacturer's stent (1820334-2010-00530). However, the patient complained of pain when a balloon was inflated to expand the other manufacturer's stent, and a dissection in the lower part of the left renal artery was confirmed by angiography and ivus. The physician judged that placement of a renal stent would not help much, and decided to take a wait-and-see approach by plain CT and echocardiography. The patient is doing fine after the procedure.

Manufacturer narrative:
Dissections are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Limited information concerning the event was reported. A portion of the left renal artery was dissected during ballooning with another manufacturer's balloon catheter. The physician speculated that the dissection was due to the barbs of the suprarenal stent. Without imaging or additional information, it is difficult to determine the root cause. Therefore, the event will be trended as perforation/dissection. Inflation of the balloon outside the endograft may have contributed to the reported dissection. Additional intervention was not performed as the physician felt that the dissection would not propagate to the aorta. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.